Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective q4 component on the pca board. The root cause for the defective q4 component was unable to be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor failed a pulse test.